Manufacturer narrative:
Pending evaluation.

Event description:
As reported, the patient received a right tka on (B)(6) 2013. The patient experienced incredible pain and discomfort. The exactech optetrak low profile instrument (lpi) - anterior rough cut (arc) system was utilized to complete the surgery; thus, and optetrak system was implanted into the patient's right knee. Due to the defective nature of the optetrak system, the patient has had to undergo revision surgery to remove and replace the optetrak system.

Manufacturer narrative:
Section h10: h3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
02/06/2032: additional information received. As reported via legal notification, the patient had an initial right tka on (B)(6) 2013. On (B)(6) 2021, the patient underwent a right knee revision surgery due to mechanical loosening of internal right knee prosthetic joint. The patient had the original patella component replaced with a nexgen patella component. The patient was informed and believes that her revision surgery was due to accelerated and preventable wear of the defective polyethylene insert component within the optetrak device.

Manufacturer narrative:
H3: the revision reported may have been the result of loosening and/or prosthesis wear as stated in the legal documentation. However, this cannot be confirmed as the device(s) were not returned for evaluation and images of the device/ pre-revision radiographs were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. MDR section codes updated/corrected. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, patellar loosening, fracture, instability, and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Added information fields: a2-3, b5. Corrected fields: b3, d4, d10 and g2. Corrected h6: clinical codes, medical device problem codes, type of investigation, and investigation findings and investigation conclusion findings. D10: (2648135) 02-012-44-2009 - logic tibia implant psc insert, sz 2, 9mm.

Event description:
It is reported that approximately 98 months after a right knee replacement the patient underwent a revision surgery to address mechanical loosening, pain and discomfort. Operative notes were provided. Scar tissue was observed from the patella tendon. The patellar polyethylene component is noted as worn, delaminated, loose and fractured. No other issues or complications were reported. No additional information is available.